Event description:
Revision surgery - patient had infection, pain, limited rom resulting from the central screw of the rsp baseplate breaking, also causing shoulder instability. Reason for the screw to break is unknown.